Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 600 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.